Manufacturer narrative:
(B)(4).

Event description:
Addition information received from the patient reported that she was reprogrammed but was still happening. She was still using long pads every week, plus having to wash a lot of pair of underwear.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0w73c, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported she saw a power on reset (por) error message on (B)(6) 2015 when she was trying to get therapy working. Therapy was turned off and reset to shipping parameters. She wanted to increase her settings as she was peeing every half hour. She had not checked the implantable neurostimulator (ins) in over 2 weeks but noticed she was increasing in her need to urinate. The ins did not fully take care of her symptoms but it worked better than that. There was no trauma or fall related to this issue. The patient had a CT scan and an x-ray in the past 2 weeks prior to report and had her heart shocked. She claimed she did not have 100% relief and she considered having the device removed as it did not work. The patient was not sure how long she had the por but the device was never checked since her heart was shocked. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.